Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging another (unusual issue) issue. It was reported that when a temporary basal was set on the pump, the pump made an alarm noise while on the temporary basal screen. The pump became stuck on that screen while the color faded in and out like a wave, it was pixelated with the screen color blending together and looking distorted. It was reported that this lasted 20 seconds before the pump would respond and then the display screen returned to normal. No moisture or damage was reported to the pump. No alarms or power interruptions were reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: the pump's black box and alarm history showed no evidence of delivery interruptions. The alleged issue could not be duplicated.